Event description:
It was reported that a spectrum infusion pump had an unspecified occlusion error. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log as a downstream occlusion alarm) but did not reproduce the reported occlusion error. The eval found the downstream sensor readings to be out of spec (high), which likely caused the reported symptom. The unit was reworked to ensure proper occlusion detection.